Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was flashed and the software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a "fast stop activated" error message and the workstation was making a clicking sound during fluoroscopy. No pt injury was reported.